Event description:
It has been reported to philips that the device's image processing computer (ippc) would not start up. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) analyzed the system onsite and confirmed that the (ippc) would not start up. Upon some functional test fse that the image processing computer (ippc) is unable to start up. The image processing computer (ippc) was replaced by fse. After replacing the image processing computer (ippc), the system was returned to use in good working order. The codes were updated based on the investigation outcome.